Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The pump position was confirmed to be correct. The pump was removed, flushed, and reinserted but the alarm did not resolve. The p level of the pump was reduced to resolve the alarm. When the alarm repeated the next day, the pump was explanted. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 revised initial reporter first and last name as they were entered incorrectly on the initial report that was submitted. H6 added codes that were omitted from the first follow up report that was submitted.